Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular repair of a previously implanted conventional graft that was found to be leaking below the level of the renal arteries. The aortic neck was less than 10 mm in length and the diameter at the renal arteries was reported as 31 mm. Since this was a tube graft, the size was the same going down. The conventional graft that was previously sewn in the pt on an unk date was found to be leaking. The pt was then transferred to another hospital since the facility they were at did not have the capability for endovascular repair. The pt was unstable when the physician implanted two talent aortic cuffs to repair the leak that was coming from the conventional graft. During the implantation of the talent cuffs the pt was receiving chest compressions/CPR. The two talent stent grafts were implanted and appeared to successfully resolve the endoleak. The physician elected to model the cuffs with a reliant balloon and the balloon was removed from the pt. The pt was then "shocked" with paddles to restart the pt's heart. The pt continued to get chest compression; however, after 10 minutes, the physician stopped the chest compression and the pt expired. No additional info was provided. See MFR# 2953200-2009-01806.

Manufacturer narrative:
Eval results: (death). (Unstable condition and already receiving chest compressions/CPR prior to the endovascular procedure). (Previously implanted conventional graft was leaking).